Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the malfunction code reappeared. The caller acknowledged and understood the instructions provided.